Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: n/a, inratio: 4.9, lab 3.7. Date: na, inratio: 4.1, lab: 6.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: n/a, inratio: 4.9, lab: 3.7. Mean: 4.3, confidence limits: 2.5-6.5. Date: na, inratio: 4.1, lab: 6.5, mean: 5.3, confidence limits: cannot be dtermined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of result, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within context of the documented variability for inr testing. For the second set of result, the mean was > 5.0 an the difference between inr was > 2.2. The comparison was considered inaccurate. Also, the confidence limits cannot be determined. Products will be tested. Ts updated this case on 11/12/07 and 01/17/07. Per text "1/12/07 follow up email sent... Nb. 1/17/07 follow up message left on voice mail...nb7". Ts made 2 attempts to contact caller to ask for product information and caller didn't respond. Insufficient information available. No further testing can be performed.